Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the distal afx bifurcated stent graft event/incident is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is device-related due to the use of strata material. Procedure related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported as being well following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx strata. G3: awareness date ¿ updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and afx vela suprarenal proximal extension. Approximately seven and a half (7.5) years post initial procedure, the patient presented at routine follow-up with a fabric tear at the bifurcation (classified as a type iiib endoleak) per angiogram. The physician elected to treat the patient by implanting an afx2 bifurcated stent graft, one afx vela infrarenal and an additional afx vela suprarenal on (B)(6) 2021. The endoleak was successfully resolved and the patient reportedly tolerated the procedure well.